Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter dislodged from the patient is inconclusive due to the nature of the complaint and the evidence provided by the complainant. One 19cm glidepath catheter was returned for investigation. The catheter exhibited evidence of use. Residue from use was observed within the distal tip of the catheter. Tape residue was observed on the extension legs. The external section of the catheter was slightly yellowed. The cuff was observed on the catheter in its proper location. A microscopic examination of the surecuff revealed nothing remarkable. Residue was visible within the cuff fibers. The amount and rate of tissue growth into the cuff can be affected by the patient¿s physiology and the location of the cuff within the patient. The product IFU provides techniques for catheter securement and dressing and states, ¿for additional security, suture the entire entry site, or use a statlock catheter stabilization device to anchor the catheter.¿ these guidelines may help prevent catheter dislodgement. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that the device was placed on (B)(6) 2017. On (B)(6) 2017, catheter dislodged as the cuff was not integrated in the tissue. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas0680 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was placed on (B)(6) 2017. On (B)(6) 2017, catheter dislodged as the cuff was not integrated in the tissue. No patient injury was reported.